Event description:
It was reported "19 yr post omnifit ha tha with stem in-situ, well fixed and functioning well. Acetabular revision in 2007 for loosening without need to revise well fixed femoral component."

Manufacturer narrative:
Na.